Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device showed a charge-pak and attention icon in the readiness display. During device evaluation, physio-control observed from the downloaded device data, that the device's internal hybrid layer capacitor (hlc) batteries were at a very low state of charge and that the device might not be able to provide sufficient defibrillation therapy if required. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the device's analog pcb assembly caused the internal hlc batteries to deplete. Physio-control then evaluated the analog pcb assembly and determined that the cause of the reported failure was due to electrically leaky filters, designators fl9 and fl10 on the analog pcb assembly. These filters being electrically leaky caused the internal hlc batteries to deplete. A replacement device was provided to the customer under warranty.